Event description:
Patient contacted dexcom technical support on (B)(6)2015 to claim intermittent audio output on (B)(6)2015. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).